Manufacturer narrative:
Insulin pump received with missing segments, partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments, partial display. Unit received with cracked case on the back at the battery tube area, and battery tube threads. Unit received with damaged serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the backside. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.